Event description:
It was reported by the surgeon that following a fracture of the ceramic liner the patient was revised in 2009, and further reported that the original implantation was carried out in 2006. It was further reported that the ceramic component came loose and the ceramic head was articulating on the titanium sleeve of the ceramic liner.